Event description:
It was reported that the patient had a change in therapeutic effect from their implantable neurostimulator (ins). Specifically, the patient stated that they were not having the best therapeutic effect during the day since implant of the device. On (B)(6) 2015 the patient started to have issues at night which they did not before (new symptoms). The patient denied any falls or trauma. It was noted that the patient was allergic to toilet paper they were using and it caused a urinary tract infection (uti) which was being treated with oral antibiotics at the time of report. Follow up information from the healthcare professional (hcp) confirmed that the patient was not having any improvement. They were reprogrammed and with ¿greatresults¿ and the patient could not be happier. The patient was getting >50% symptom reduction. The outcome was reported as doing wonderful with no impairment. On follow up with the patient it was noted that they received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. A date of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0s2zp, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).